Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Internal file number - (B)(4).

Event description:
The hospital reported that during training for an endoscopic vessel harvesting procedure, the endoscope image was cloudy. This was from the reporter's trunk stock. No hospital or procedure involvement. Another scope was used to finish the procedure. The event occurred sometime from (B)(6) 2011.